Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and determined that the cause of the hemoglobin (hgb) incomplete results on daily checks were attributed to low hgb lamp output and a dirty hgb chamber. The fse replaced the hgb lamp and cleaned the hgb cuvette to resolve the issue. Failure mode associated with the hgb lamp is not likely to generate erroneous results as the instrument has a failsafe; the algorithm will detect proper limits of hgb blank and generate an incomplete hgb computation. Results: dirty cuvette. (B)(4).

Event description:
The customer reported obtaining incomplete hemoglobin (hgb) results on daily checks from the unicel dxh 800 coulter cellular analysis system. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.